Event description:
I had a 14 day holter monitor test and used a bodyguardian mini with strips. I used the sensitive skin strips "hydrdocolloid 2007" ref (B)(4) lot 846250 mfg date 12/17/24 good thru 12/17/26. Boston scientific cardiac was the issuer in rochester, mn and emergo europe is the manufacturer. The first time I changed the strip, even with going very slow with hot water it left blisters. When I removed the strip and device on the final day, it almost gave me a skin tear, but left a itching/burning rash with pustules- extremely painful. I was seen by a walk in clinic they thought dermatitis. It is now 7/10 and I have a permanent scar- almost like a burn mark from where the device and strips were. I did report this to boston scientific. I have pictures of my skin afterwards saved; I also have some of the strips left in case you need them. Something is very wrong with these strips- they¿re supposedly for sensitive skin but they irritate your skin, when I first took it off it burned and looked like a bad sunburn- like I said months later I now realize it did literally burn me, and I now have a permanent scar thanks to this faulty product.